Manufacturer narrative:
Device photo analysis: visual analysis of the photos identified: deflation: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data.

Event description:
Company representative reported "a split at the seam of the te (tissue expander)" and use error against an unknown side. Device has been explanted and replaced.

Event description:
Company representative reported "a split at the seam of the te (tissue expander)" and use error against an unknown side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed on anterior side assessed as unidentified (tear) opening (shell thickness was within specification). Use error: unable to observe as it is a medical event not related to the device. Additional observations: creases were observed. Broken observed assessed as surgical damage and missing piece observed of suture tap. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.

Event description:
Company representative reported "a split at the seam of the te (tissue expander)" and use error against an unknown side. Device has been explanted and replaced.